Manufacturer narrative:
Device not returned to manufacturer.

Event description:
On (B)(6), 2015 a customer called to report when using chromid cps elite, (B)(4), lot 1004212710, the specimen colony at 18-24 hr. Incubation is red typical e.coli (IFU states spontaneous red to burgundy coloration) and after 48h incubation, the colony became blue-green. Customer tested strain further using ast method and results did not confirm e.coli. Testing at 48 hours with vitek 2 gn card, strain was identification as enterobacter cloacae dissolvans. Customer stated there was a delay in reporting patient results.

Manufacturer narrative:
Biomérieux internal investigation was conducted. The submitted strain was identified as enterobacter cloacae complex with an excellent interval of confidence detection. As defined in the package insert, chromid tm cps elite agar is used for identification of the bacteria most commonly isolated in urinary tract infections: e. Coli: spontaneous red to burgundy coloration of strains producing ss-glucuronidase (ss-gur) and/or ssgalactosidase (ss-gal). Enterococcus: spontaneous turquoise coloration of strains producing ss-glucosidase (ss-glu). Kesc: spontaneous blue to green coloration of strains producing ss-glucosidase (ss-glu). Proteeae: spontaneous diffuse brown coloration of strains producing deaminase. According to the vitek® 2 report, this strain identified as enterobacter cloacae express ss-gal; this explains why the beginning color development is pink and later becomes green. The strain is not escherichia coli as indicated by the customer; it is an enterobacter cloacae growing as escherichia coli (at 24 hours) due to its enzymatic activity. The chromid tm cps elite agar product limitations indicate certain species may produce colonies of the same characteristic color as e. Coli (ex.: citrobacter). In this particular case, this behavior is related with the enzymatic profile of the bacteria. As it express ss-gal, the strain is able to develop the typical color observed in e.coli. The chromid tm cps elite agar is working in accordance with specifications.